Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that an old system was being revised and replaced with an MRI compatible system so that all components are brand new. Several contacts had questionable impedances during testing. The caller believed there may be some blood along the lead which would likely resolve but they were not positive. Impedances were tested and the following impedance results were reported: with reference 1, contact 0 was 9070 and it had been fine but then went "bad" on the third time they ran impedances. Contacts 9 and 12 were showing as "avoid" at 7800 and 6660 ohms. Caller stated that when they "called the first time" with reference 0, all electrodes were around 5000-6000 ohms. During the call, it was recommended that the manufacturer representative turn on stimulation for a few minutes to check if the high impedances normalized. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that all impedances issues were resolved during surgery, and the implant proceeded as normal. No further complications were reported or anticipated. The patient was implanted for non-malignant pain.